Event description:
In 2009, the pt reported that for the past 2 weeks she has had elevated blood glucose readings of "hi" or in the "600 something" range with her normal range being 90-120 mg/dl. She stated her blood glucose this morning was 500+ mg/dl. Symptoms are thirst, blurred, vision, and feeling achy and light-headed. She said she has treated her readings by delivering insulin via injection but her readings have remained elevated. This morning her clothes were wet near her infusion site location and she said "I don't know if my body's taking in insulin or not" when she boluses. She stated she received an occlusion error on her infusion device last night. She stated she disconnected the tubing and primed the infusion set and was able to deliver a bolus. She stated she recently has been changing her headset every 3 days but previously went as long as 5 days before changing the headset. She was advised that 3 days is the maximum recommended use time. She stated she saw a doctor yesterday as she was very dehydrated and was given an IV but it "didn't work". She stated "they said my thyroid is acting up." No product was available for eval.

Manufacturer narrative:
No product will be returned for eval.